Event description:
During the complaint investigation of MDR 1057469-2000-0004, the surgeon indicated that the outer sheath of the flextip blade was damaged during a previous case when the surgeon was using the device through a cannula via a percutaneous approach.